Event description:
Complainant alleged that the clinicians were attempting to pace a pt (age and gender unk), presenting a bradycardia heart rhythm, using the device multifunction cable, but the patient's electrocardiogram was not displayed on the device screen. The clinicians obtained another device to pace the pt. The complaint indicated that there was no adverse effect on the pt as a result of the reported malfunction.